Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) advised that noise observed does not appear to be electromagnetic interference and may be a lead integrity issue. Oversensing of noise resulted in pacing inhibition of approximately ten seconds. In addition, this rv lead exhibited a gradual rise in pacing impedance measurements. However, pacing impedance measurements had remained within range at this time. The field representative provided the rv lead would be evaluated. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.